Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate profile 375cc saline prosthesis, catalog #3501660, serial #(B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 375cc saline prosthesis(left), and an unknown mentor saline prosthesis (right). On (B)(6) 2018 left sided deflation was observed. In addition to the deflation, left sided baker's grade ii capsular contracture and right sided baker's grade I capsular contracture was also present. On (B)(6) 2018 bilateral prosthesis replacement with mentor smooth round moderate plus profile 400cc saline implants was performed. The implants were filled to 425ccs. Deflation of the left implant was confirmed after removal. The patient was taken to the recovery room in stable condition, and there were no procedural complications. The left sided deflation was initially reported on (B)(6) 2018 under 1645337-2018-04714. On (B)(4) 2018, mentor first became aware that right sided capsular contracture was also noted. This report relates to the right prosthesis to capture this issue.